Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call that customer had experienced high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with insulin pump. The customer reported that the act or the esc were stiff and not always responding. The customer reported that the time clock was advancing. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.